Event description:
Delay in reporting as tubes had not been saved and had difficulty finding the MFR of the tubes. It is only recently that risk was provided with this info. Moss tube balloon and feeding ports peeled away. Feeding port found in pt's bed with leaked tube feeding. Was never able to find "balloon port". Main tube had appearance of both ports being peeled away. Md notified and told to get a replacement for interventional radiology to replace. One of the surgeons on the pt's case looked at the new replacement tube. He opened the package and was easily able to pull apart the tube. This package was sent back to the operating room, but unable to locate. Interventional radiology replaced the tube the following day without complications. I do not know the lot number or other info on the tube that was removed from the pt, but the one cat # 5-17719, lot #122711.